Event description:
The customer stated that he tested his blood glucose and received a reading of 33 mg/dl using his breeze2 meter. He retested and received a reading of 158 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze2 system to be operating as designed, but the test strips are to be returned for evaluation. Replacement test strips were sent to the customer.